Manufacturer narrative:
Investigation of the connectors on both ends revealed that the ground pin on the handpiece end of the cable was cracked and bent. The crack in the pin can cause resistance to increase, which can result in the handpiece unintentionally activating.

Event description:
It was reported that the cord was causing the device to unintentionally activate during testing at the manufacturer. There was no pt involvement or user injury reported with this event, and no adverse consequences.